Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned after restarting the system. The philips field service engineer (fse) inspected the system onsite and identified geometry issue. Upon troubleshooting, fse found that table brake cable was broken. The philips engineer fastened the wire. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were not functioning properly. The device was inside the clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.